Manufacturer narrative:
(B)(4): needle not rest at zero. Results: needle rests above zero. Rubber protective ring is missing. The red plastic cover of the release button is missing, leaving the metal underneath exposed. Also, pressure can be applied to the cufflator but when the release button is pressed the needle stops at 12mmgh and does not reset to zero. Note: the instructions for use has a statement: the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Never open the posey cufflator body. If the posey cufflator body is opened, any damages that result will not be covered under warranty. MFR references file # (B)(4).

Event description:
The customer reported that the needle will not rest at zero. There was no pt incident or injury reported.